Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 38831414 and lot number 2145968. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture samples nor physical samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported incident.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked during use. The following information was provided by the initial reporter, translated from spanish: "the patient is canalized and at the moment of passing the liquids an exit is observed through the proximal part of the catheter. Has there been any harm to the patient due to what happened? (Detail) the patient did not present any adverse event associated with the situation described."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked during use. The following information was provided by the initial reporter, translated from spanish: "the patient is canalized and at the moment of passing the liquids an exit is observed through the proximal part of the catheter... - has there been any harm to the patient due to what happened? (Detail) a: the patient did not present any adverse event associated with the situation described."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.